Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. Product evaluation: the product was returned for analysis and damage to the lens was observed. Additional observations were as follows: iol returned pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. One haptic tip is broken/torn and not returned. The optic is cracked/fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "patient needed vitrectomy" . A malfunction has not been indicated or information provided that the lens was the cause of the event. The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An inventory management specialist reported that a patient needed a vitrectomy. Additional information was provided that following the intraocular lens (iol) implant procedure the lens had to be cut out as the patient needed a vitrectomy. The lens was replaced with a different model iol. The event was unrelated to product quality. There was no patient harm.